Manufacturer narrative:
(B)(4). Date of the event: the exact date of the event was not provided; it was reported the hospitalization and surgical repair occurred in (B)(6) 2015. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient experienced an umbilical hernia coincident with peritoneal dialysis therapy. The cause of the hernia was unknown. The hernia was pre-existing prior to the start of peritoneal dialysis therapy; however, it was unknown if it had worsened from performing therapy. The patient was hospitalized for the event and a surgical repair of the hernia was performed during the hospitalization. Additional treatment was not reported. Peritoneal dialysis therapy was ongoing. At the time of this report, the patient was recovered from the hernia event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the device was not returned; therefore, a device analysis could not be completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.